Manufacturer narrative:
The investigation determined that a lower than expected vitros na+ result was obtained from a non-vitros mas quality control sample when processed on a vitros 5600 integrated system. The assignable cause for the event was user error related to failure to calibrate or restore an appropriate calibration for the reagent lot with the change of the electrolyte reference fluid (erf) lot. There was no evidence to suggest that the vitros na+ reagent or the vitros 5600 integrated system malfunctioned.

Event description:
A lower than expected vitros na+ result was obtained from a non-vitros mas quality control sample (lot chu1907) when processed on a vitros 5600 integrated system. The following results breached vitros na+ potential health and safety criteria: non-vitros mas quality control fluid (lot chu1907) na+ result of 136.0mmol/l versus an expected result of 172.0 mmol/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action if the event were to occur with patient samples. There were no reports that unexpected patient sample results were reported outside the laboratory and there was no allegation of patient harm due to this event. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. (B)(4).